Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was calcification extending 8.8mm calcium below basal plane. The valve was implanted at a depth of 4mm at non-coronary cusp and 4mm at left coronary cusp. The next day, electrophysiology consultant confirmed patient had left bundle branch block (lbbb) and scheduled for a permanent pacemaker insertion. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. Information from the indicated that there was calcification extending 8.8mm calcium below basal plane which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was calcification extending 8.8mm calcium below basal plane. The valve was implanted at a depth of 4mm at non-coronary cusp and 4mm at left coronary cusp. The next day, electrophysiology consultant confirmed patient had left bundle branch block (lbbb) and scheduled for a permanent pacemaker insertion. The patient was reported as stable.